Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia with a glucose value of 41 mg/dl and subsequent hyperglycemia up to 395 mg/dl while using the ilet system, with contributing factors including delayed low treatment, frequent overtreatment of lows, inconsistent meal announcements, use of back-to-back meal announcements to address highs, and temporary pump disconnection with interim subcutaneous insulin injections before reconnection. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication and analysis of information provided by the user and partner educator. Investigation of this case revealed no device findings available, with insufficient information to identify a device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.